Manufacturer narrative:
(B)(4) date sent: 11/3/2021 d4: batch # v9573t investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage. The jaws were examined for visual inspection and no anomalies were noted. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two clips. However, a slight gap between the legs of the one clip was observed. The instrument was disassembled and upon disassembly, the advancer was noted to be as expected. However, excessive dried body fluids on the overmold advancer-feed bar and corrosion were observed on the welded jaw retainer assembly. This condition most likely did not allow the clip to close completely, however, no conclusion could be reached regarding what may have caused the condition. The event described could not be confirmed as no scissored clip was observed. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not formed or scissored when the device was used. The device was used on the cystic artery and other thin blood vessels. No bleeding or no damage of the target tissue was observed. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.